Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 1 month post implant of ventralex st, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿the hernia sac was dissected out and placed a medium sized ventralex st mesh and secured using sutures.¿ (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventralight st w/ echo (device #2) . Per operative notes, ¿omentum was adherent to previous mesh was taken down and two defects were found superior to the mesh (device #1). The ventralight st w/ echo (device #2) was laid over the defect and secured all around on the edge of mesh using tackers.¿ attorney alleged that the patient had adhesions, pain and emotional injuries.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.